Event description:
The patient reportedly experienced a decrease in performance. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. On the date of event, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's device has been scheduled.